Event description:
The port catheter perforated, the reporting physician states he has seen multiple fractured implanted groshong catheters over the last several years. Concern for chemo leak into tissue.